Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that sometime last year they had 2 instances where they required emergency medical assistance. The customer was not able to provide the dates and details of the emergency room visit and was not able to confirm if they were due to their blood glucose. Customer stated in one of the hospital visit, they took the pump off and sent her home with pens. No further details were given. No product is expected to return for analysis.